Event description:
On (B)(6) 2012, the reporter contacted animas to report that on the morning of (B)(6) 2012 the patient obtained the blood glucose reading of 400 mg/dl, and experienced the symptoms of nausea, vomiting and frequent urination. The patient reported that she corrected her elevated blood glucose level with insulin via a syringe injection; she did not seek any medical attention. The patient reported that she "forgot" to take a bolus dose of insulin for her dinner the evening prior, on (B)(6) 2012. The patient noted she does this often, and had reported elevated blood glucose reading since (B)(6) 2011. Troubleshooting revealed all pump settings, programming, date/time were correct, and the total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not bolusing for a meal the evening prior to this event. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed the top of the battery cap is damaged, making it difficult to remove the cap. The battery cap issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.